Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Three inappropriate shocks delivered on (B)(6) 2015 due to non-physiologic oversensing. 4535 v-sics since last session 10 days ago. Rv pace impedance steady at approx. 585 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the fractured right ventricular lead and experienced pain. The lead also had high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.